Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pelvic pain after the implantation / severe and persistent pain/ pelvic cramping"), genital haemorrhage ("bleeding out from essure with clots / hemorrhaging / bled from november to march with clots/bleeding problems") and ovarian cyst ("right ovarian cyst") in a 36-year-old female patient who had essure (batch no. 871768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, multigravida, parity 2 ((B)(6)2002, (B)(6)2014.), recurrent abortion, normal delivery (live child) on (B)(6)2014 and normal delivery (live child) in (B)(6). Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin) for depression and fluoxetine hydrochloride (prozac) for depression mental. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced back pain ("severe & persistent back pain and burning (low back all the way across,sometimes I cannot stand up straight until I walk a little )"). In (B)(6) 2015, the patient experienced headache ("severe & persistent headaches (sharp pain in temples)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / severe sharp abdominal cramping pain"), alopecia ("hair loss"), fatigue ("fatigue / severe fatigue"), infection ("infections"), abdominal pain ("abdominal pain"), emotional disorder ("emotional break downs"), nausea ("nausea"), muscle spasms ("muscle spasms"), depression ("depression /emotional depression"), mood swings ("mood swings"), hyperhidrosis ("profuse sweating"), hypoaesthesia ("numbness in hands"), arthralgia ("joint pain / hip pain"), adnexa uteri pain ("sharp left ovarian pain"), endometriosis ("endometriosis") and pain in extremity ("it hurts to stand on my feet after just one hour"). The patient was treated with surgery (underwent laparoscopic hysterectomy) and surgery (removed ovary and cyst). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, headache and back pain had not resolved, the genital haemorrhage, ovarian cyst, fatigue, infection, emotional disorder, nausea, muscle spasms, depression, mood swings, hyperhidrosis, hypoaesthesia, arthralgia, adnexa uteri pain, endometriosis and pain in extremity outcome was unknown and the abdominal pain lower, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, back pain, depression, emotional disorder, endometriosis, fatigue, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, infection, mood swings, muscle spasms, nausea, ovarian cyst, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient received medica treatment for heavy bleeding/severe pelvic pain,depression, mood swings,nausea, headaches, muscle spasms, hairloss, profuse sweating, back pain, burning,numbness in hand. She did not sought medical treatment for her joint pain. Autoimmune disorder with which plaintiff have been diagnosed: joint pain; she think it might be fibromyalgia, but it has not been confirmed. Five coils were noted in the uterine cavity after deployment on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. She did undergo essure confirmation test on (B)(6)2014 via dye test. On(B)(6)2015 hysterosalpingogram should done most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Lot number were added and event bleeding problem was clubbed with bleeding out from essure with clots / hemorrhaging / bleed from november to march with clots incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pelvic pain after the implantation / severe and persistent pain/ pelvic cramping") and genital haemorrhage ("bleeding out from essure with clots / hemorrhaging / bled from (B)(6) to (B)(6) with clots") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2014.), recurrent abortion, normal delivery (live child) on (B)(6) 2014 and normal delivery (live child) in 2002. Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin) and fluoxetine hydrochloride (prozac) for depression. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced back pain ("severe & persistent back pain and burning (low back all the way across,sometimes I cannot stand up straight until I walk a little )"). In (B)(6) 2015, the patient experienced headache ("severe & persistent headaches (sharp pain in temples)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / severe sharp abdominal cramping pain"), alopecia ("hair loss"), fatigue ("fatigue / severe fatigue"), infection ("infections"), abdominal pain ("abdominal pain"), emotional disorder ("emotional break downs"), nausea ("nausea"), muscle spasms ("muscle spasms"), depression ("depression /emotional depression"), mood swings ("mood swings"), hyperhidrosis ("profuse sweating"), hypoaesthesia ("numbness in hands"), arthralgia ("joint pain / hip pain"), ovarian cyst ("right ovarian cyst"), adnexa uteri pain ("sharp left ovarian pain"), endometriosis ("endometriosis") and pain in extremity ("it hurts to stand on my feet after just one hour"). The patient was treated with surgery (underwent laparoscopic hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, headache and back pain had not resolved, the genital haemorrhage, fatigue, infection, emotional disorder, nausea, muscle spasms, depression, mood swings, hyperhidrosis, hypoaesthesia, arthralgia, ovarian cyst, adnexa uteri pain, endometriosis and pain in extremity outcome was unknown and the abdominal pain lower, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, back pain, depression, emotional disorder, endometriosis, fatigue, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, infection, mood swings, muscle spasms, nausea, ovarian cyst, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient received medica treatment for heavy bleeding/severe pelvic pain,depression, mood swings,nausea, headaches, muscle spasms, hair loss, profuse sweating, back pain, burning,numbness in hand. She did not sought medical treatment for her joint pain. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. She did undergo essure confirmation test on (B)(6) 2014 via dye test. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events - "bleeding out from essure with clots, abdominal pain, it hurts to stand on my feet after just one hour, emotional break downs, nausea, severe & persistent headaches (sharp pain in temples), muscle spasms, depression /emotional depression, mood swings, profuse sweating, numbness in hands, joint pain, right ovarian cyst, sharp left ovarian pain, endometriosis.", reporter, historical condition, concomitant drug and condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pelvic pain after the implantation / severe and persistent pain/ pelvic cramping"), genital haemorrhage ("bleeding out from essure with clots / hemorrhaging / bled from november to march with clots/bleeding problems") and ovarian cyst ("right ovarian cyst") in a 36-year-old female patient who had essure (batch no. 871768-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, multigravida, parity 2 ((B)(6) 2002, (B)(6) 2014.), recurrent abortion, normal delivery (live child) on (B)(6) 2014 and normal delivery (live child) in 2002. Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin) for depression and fluoxetine hydrochloride (prozac) for depression mental. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("severe & persistent back pain and burning (low back all the way across,sometimes I cannot stand up straight until I walk a little )"). In (B)(6) 2015, the patient experienced headache ("severe & persistent headaches (sharp pain in temples)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / severe sharp abdominal cramping pain"), alopecia ("hair loss"), fatigue ("fatigue / severe fatigue"), infection ("infections"), abdominal pain ("abdominal pain"), emotional disorder ("emotional break downs"), nausea ("nausea"), muscle spasms ("muscle spasms"), depression ("depression /emotional depression"), mood swings ("mood swings"), hyperhidrosis ("profuse sweating"), hypoaesthesia ("numbness in hands"), arthralgia ("joint pain / hip pain"), adnexa uteri pain ("sharp left ovarian pain"), endometriosis ("endometriosis") and pain in extremity ("it hurts to stand on my feet after just one hour"). The patient was treated with surgery (underwent laparoscopic hysterectomy) and surgery (removed ovary and cyst). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache and back pain had not resolved, the genital haemorrhage, ovarian cyst, fatigue, infection, emotional disorder, nausea, muscle spasms, depression, mood swings, hyperhidrosis, hypoaesthesia, arthralgia, adnexa uteri pain, endometriosis and pain in extremity outcome was unknown and the abdominal pain lower, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, back pain, depression, emotional disorder, endometriosis, fatigue, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, infection, mood swings, muscle spasms, nausea, ovarian cyst, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient received medica treatment for heavy bleeding/severe pelvic pain,depression, mood swings,nausea, headaches, muscle spasms, hairloss, profuse sweating, back pain, burning,numbness in hand. She did not sought medical treatment for her joint pain. Autoimmune disorder with which plaintiff have been diagnosed: joint pain; she think it might be fibromyalgia, but it has not been confirmed. Five coils were noted in the uterine cavity after deployment on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. She did undergo essure confirmation test on (B)(6) 2014 via dye test. On (B)(6) 2015 hysterosalpingogram should done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue") and infection ("infections"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, alopecia, fatigue and infection outcome was unknown. The reporter considered abdominal pain lower, alopecia, fatigue, infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.